Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient informed the mss that he began to obtain higher than expected blood glucose readings with the subject meter since he began to first use it. The patient stated, he began testing with the subject meter either in (B)(6) of 2013. The patient claimed that prior to testing with the subject meter, his blood glucose readings were usually under "120 mg/dl"; however, with the subject meter he was consistently obtaining results in the "upper 100 mg/dl range and 200's mg/dl". The patient informed the mss that he tests his blood glucose 3x/day and manages his diabetes with humulin 70/30 insulin. The patient claimed that in response to the elevated results obtained with the subject meter he was administering his humulin 70/30 insulin 3x/day instead of twice a day or taking an increased dose. The patient reported that on multiple occasions (dates not recalled) after taking an increased dose of insulin based on the meter reading, he developed symptoms of feeling "dizzy, shaky, sweaty and blurred vision". In response to the symptoms he would treat himself with food and/or drink and confirmed feeling better afterwards. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis (pa) on (B)(4) 2013 with the following findings: pa was unable to reproduct failure during testing of the product. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.